Manufacturer narrative:
Batch review performed on 30 october 2018. Lot 153392: (B)(4) items manufactured and released on 25 june 2015. Expiration date: 2020-05-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director on oct 31, 2018: one year after a two-level posterior lumbar stabilization in a heavy female patient, one of the screws in s1 was found broken and replaced. From the "xrays" images we could not detect any particular fault in the placement of the screws. The broken screw is "probbaly" a sign that fusion did not occur after 1 year. This is a possible adverse event following spinal stabilization; the screws cannot be dimensioned to hold indefinitely and if after 1 year fusion has not happened, it is possible to have fatigue fracture. This does not automatically imply a defect of the implanted device.

Event description:
Revision surgery performed after about 1 year from primary due to lumbar pain: a screw located in s1, left side, was found broken.

Manufacturer narrative:
Visual inspection performed on november the 23rd, 2018 by r&d product manager: the visual inspection performed on pedicle screw 03.50.030, lot 153392, shown that the part is broken in the screw area but it's not affected by other issues. The screw breakage may be the result of fatigue loading, influenced by the particular anatomical conditions and dynamics. The device history record does not indicate any potentially related manufacturing issue and the device feedback history confirms there to be no recurring issue with the device system regarding this type of event. In conclusion, no manufacturing or design related root cause can be identified, and no systemic deficiency of the system is indicated by this individual occurrence. During the visual inspection, it has been taken in consideration also the pictures and the x-ray provided in the complaint.